Manufacturer narrative:
Supplemental information:it was determined that this investigation is a duplicate of a parallel investigation which took place on medwatch report number 3015876-2015-01470.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a 3rd party service agent that the customer's device had a service indicator present and that the device powered off by itself. There was no patient use associated with the reported event.